Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that customer saw air bubbles and was not able to clear. Customer changed infusion set. Customer reported of using cold insulin and also reported of going through airport scanner. High pressure test was performed and a no delivery alarm was received. Customer was advised that insulin pump was functioning correctly. Customer was advised to contact healthcare professional regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.